Manufacturer narrative:
The healing abutment was not returned for evaluation. However, the associated implant was returned. Visual inspection of the as returned product identified evidence of usage and minor damage from subsequent removal around the external threads and the drive feature. There was presence of debris in the implant drive feature but the fractured screw fragment within the implant could not be verified during visual inspection. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report; d10: device was not returned; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID and weight not provided. Device lot number not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the healing collar fractured in the implant. The fractured piece could not be removed; the implant had to be removed.